Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patients explant procedure was due to inadequate stimulation. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.